Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 130 ohms. When programmed from rv to can impedances measured 142 ohms. Technical services recommended to perform a 41 joule delivered shock test. The patient was given an option to have a shock test or a system upgrade to an subcutaneous implantable cardioverter defibrillator (s-ICD). The patient has anxiety about being in the hospital due to the pandemic and is moving in which she will no longer have health insurance. At this time, it is unknown on what the patient decided to do. The rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. A new rv lead and device was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 130 ohms. When programmed from rv to can impedances measured 142 ohms. Technical services recommended to perform a 41 joule delivered shock test. The patient was given an option to have a shock test or a system upgrade to an subcutaneous implantable cardioverter defibrillator (s-ICD). The patient has anxiety about being in the hospital due to the pandemic and is moving in which she will no longer have health insurance. At this time, it is unknown on what the patient decided to do. The rv lead remains in service. No adverse patient effects were reported.